Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a catheter issue occurred. Vascular access was obtained via the radial artery. The stenosed, 2.75 diameter target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross hd was advanced for intravascular ultrasound examination of the target lesion. Slight resistance was encountered while maneuvering to the distal vessel, but the device was able to be delivered and imaging ran smoothly. Following stenting, the opticross was unable to cross the stented area, and it was noted that the tip was kinked and broken. The device was removed and a new opticross was used to complete the procedure. There were no patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a catheter issue occurred. Vascular access was obtained via the radial artery. The stenosed, 2.75 diameter target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross hd was advanced for intravascular ultrasound examination of the target lesion. Slight resistance was encountered while maneuvering to the distal vessel, but the device was able to be delivered and imaging ran smoothly. Following stenting, the opticross was unable to cross the stented area, and it was noted that the tip was kinked and broken. The device was removed and a new opticross was used to complete the procedure. There were no patient complications and the patient condition following the procedure was stable. It was further reported that the 90% stenosed target lesion was located in the proximal to mid left anterior descending artery. The device had a small partial detachment near the tip and was removed in one piece.

Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual inspection revealed the telescope and sheath were kinked. Visual and microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. Vascular access was obtained via the radial artery. The stenosed, 2.75 diameter target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross hd was advanced for intravascular ultrasound examination of the target lesion. Slight resistance was encountered while maneuvering to the distal vessel, but the device was able to be delivered and imaging ran smoothly. Following stenting, the opticross was unable to cross the stented area, and it was noted that the tip was kinked and broken. The device was removed and a new opticross was used to complete the procedure. There were no patient complications and the patient condition following the procedure was stable. It was further reported that the 90% stenosed target lesion was located in the proximal to mid left anterior descending artery. The device had a small partial detachment near the tip and was removed in one piece.